Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 were failed due to some debris, which included small pieces of foil and plastic. A field service engineer removed the debirs and reseated the row board cables of both drawer controllers. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system experienced an auxiliary drawer failures (1.1 &1.2). This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.